Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio from the speakers at the central station. The device was in use monitoring patients. There was no report of any adverse event to patients or user.